Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone: lockdown. Cloud - omnipod 5 software app version: 3.1.1. Cloud - smartphone operating system: n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware: n5004l. Cloud - cgm sensor type: g7.

Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 24 and 36 hours. In addition, the patient reports the pods adhesive had separated from the pod infusion site (abdomen), causing the cannula to become dislodged. As treatment, the patient applied a new pod.

Manufacturer narrative:
The returned device was evaluated and the pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. As the needle mechanism never deployed, it is impossible for the soft cannula to have dislodged. Investigation of the bottom housing indicates that the adhesive was properly welded to the device and no damages or defects were observed that would contribute to the reported event. The cause of the reported adhesive issue could not be determined. The bottom housing vent was observed to be damaged. Internal damage was observed on the ratchet gear and reservoir. Damage sustained to the ratchet gear resulted in the top retainer pin becoming dislodged. The firing flat orientation indicated that the ratchet gear was able to advance before the damage occurred, indicating that the observed damages occurred post-use. Corresponding damages were observed on the underside of the top housing and piezo. A leak test was conducted, which showed that fluid was able to trespass the o-ring seal as a result of post-use damage to the reservoir sub-assembly. This internal leak resulted in pcb corrosion, which contributed to low battery voltages and data loss. Full pod functionality could not be assessed due to the lack of data.